Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a family member/friend regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient started charging, had the antenna in the same place, and did not move while they were sitting in a chair but the 8 boxes went away. All 8 were filled but then after 5 minutes the boxes went away and there was poor coupling. The consumer tried moving the antenna but could not get any boxes to fill. The antenna locate feature was used during the call and this resolved the issue as 8 coupling boxes were then seen. There were no patient symptoms reported. No further complications were reported. On 2018-sep-19 (B)(4) (con): additional information was received from the patient reporting that the patient called for MRI guidelines. They stated that the reason for the MRI was because their spinal cord stimulator (scs) was implanted in such a way that it hit a nerve that set off their severe restless leg syndrome. The patient stated if they ended up removing the scs they would never get it implanted again. The patient wanted it taken out, but they wanted to see if they could also have back surgery and do it all at the same time. The patient reported that the ins seemed to be positioned at a slant. Patient services asked the patient if this was what was hitting their nerve and the patient didn¿t know. The MRI was scheduled for friday. It was reported that the ins being at a slant and the scs hitting a nerve which set off their restless leg syndrome occurred since implant ((B)(6) 2017). No further complications were reported/anticipated. It was also reported that patient services offered to walk the patient through MRI mode activation and the patient was not able to do so, because the patient programmer screen was blank and not responsive. Patient services reviewed the batteries in the patient programmer needed to be replaced. However, troubleshooting could not be done due to a lack of access to the product. The patient indicated that they would need to purchase new batteries. Steps to activate MRI mode were summarized and an email of directions was offered but was declined. The event occurred on (B)(6) 2018. The patient mentioned that they had never been able to charge their ins battery due to recharging issues. The patient stated that they use adhesive discs and it would say its connected, but could be sitting still and it becomes disconnected after some time. It was confirmed that these recharging difficulties had already been reported in a previous record. The following day ((B)(6) 2018) the patient called back stating that they got new batteries now so they could be walked through MRI mode. The patient then mentioned that they had jump started their ins in the past two different times. They stated that the dates were unknown, but it was several months ago. The patent stated that the manufacturer walked them through jump starting their ins two different times and the patient was upset and would not assist with this. Patient services advised the patient to call their healthcare provider and let them know what is occurring. The patient became upset and ended the call. The event date of the jump starts were asked but were unknown. It was reported that the patient became upset that they could not walk through the jump start process and patient services was unable to get all necessary information. No further complications were reported/anticipated.